Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the driver broke, the broken tip was recovered. Procedure was completed successfully.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.